Event description:
It was reported that the ilet display was unresponsive and had a crack in a corner, which prevented the user from accepting a software update via the notification bell, while blood glucose management was not affected. Symptoms included no clinical effects. Outcomes included no impact on therapy continuity or safety, as the user¿s blood glucose remained stable and no alerts or alarms occurred. Investigation included troubleshooting and user education, and a replacement device was arranged. Investigation of this case revealed a damaged display component consistent with physical damage leading to touchscreen nonresponsiveness, with no malfunction of glucose control features. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact rather than a manufacturing or software defect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.